Event description:
It was reported that the device exhibited diagnostic anomaly. Vt/vf episodes observed, but not available on egm. Sending images and session record for analysis was suggested. No further information is available.

Manufacturer narrative:
(B)(4).